Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to pocket erosion, allergic reaction, dehiscence, and infection. Reportedly, the patient's wound did not close, and the physician decided to remove the system due to possible metal allergy. There were no additional adverse patient effects reported. The sicd was explanted.